Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that their cgm was displaying an unspecified low glucose value while a bg meter reading showed 220 mg/dl. The patient was wearing an omnipod insulin pump and experiencing vomiting at the time. It was not specified whether the patient self-administered any medication or treatment. The patient contacted ems for assistance. Prior to ems arrival, the cgm continued to display an unspecified low value, while the bg meter reading had increased to 409 mg/dl. At the time of the initial report, the patient was being transported to the emergency room. No additional patient or event details were provided during this call. A follow-up call was made on (B)(6) 2026, at which time the patient confirmed they were still hospitalized (one day post-event). No further details regarding the patient¿s condition or the event were provided. Additional attempts to contact the patient for clarification were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c and d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.